Event description:
After 10 months of implantation, this ICD was explanted due to an infection. A new paradym ICD was implanted.

Manufacturer narrative:
(B)(4) 2012. A response from the manufacturer is pending. Device was not returned.